Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, air bubbles were observed in the tubing. Blood glucose (bg) level was over 600 mg/dl with high ketone level. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and fluids. The customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Reportedly, customer was filling the cartridge with cold insulin. Tandem clinical support instructed the customer to use room temperature insulin when filling the cartridge. Customer acknowledged.